Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was difficulty in opening and closing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the drawers were not able to open and close was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: discovered drawer 6 solenoid showed signs of overheating; replaced solenoid and matrix control board observed drawer 6 solenoid firing continuously with drawer 1 matrix control board attached; replaced drawer 1 matrix control board. Electrical measurement of the solenoid noted the component to be shorted. Visual inspection of the received matrix control boards observed no issues. Testing of the matrix control boards were not required, as initial fse testing found that the boards were faulty, and further testing may damage lab device components. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that was difficult in opening and closing. The customer stated that there was a delay in dispensing medication to a patient. As per part investigation, it was determined that there was thermal damage observed on the solenoid. There were no adverse events or injuries reported based on this event.